Event description:
It was reported to philips that the device powered on and displayed a device error service required / therapy knob failure message. There was no reported patient or user involvement and no adverse patient/user impact.